Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm tested the cs300iabp was unable to reproduce the reported issue. The stm performed all diagnostic functional tests, and the unit passed to meet specifications. Subsequently, during testing the stm did observe that the safety disk was expired. To address the issue, the stm replaced the safety disk, and performed all leak tests. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer, and cleared for clinical use. The full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.